Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development evaluation has been conducted. The current root cause for the patient's rashes and hives cannot be determined in this case. This complaint is deemed indeterminate.

Event description:
The patient was implanted with two prodisc-l implants at unknown levels on (B)(6) 2009. Subsequently he was implanted with a prodisc-c at an unknown level on (B)(6) 2009. The patient reports experiencing rashes and hives "off and on" since his surgeries and has had some allergy tests done. This is 5 of 7 reports for complaint # (B)(4).

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or part number or lot number provided.

Event description:
The patient was implanted with a prodisc-c at c5-6 on (B)(6) 2009. Subsequently, he was implanted with two prodisc-l implants at l4-5 and l5-s1 on (B)(6) 2009. The patient reports experiencing rashes and hives "off and on" since his surgeries and has had some allergy tests done. This is 5 of 7 reports for (B)(4).

Event description:
The pt was implanted with a prodisc-c at an unknown level in (B)(6) 2009. Subsequently he was implanted with two (2) prodisc-l implants at unknown levels in (B)(6) 2009. The pt reports experiencing rashes and hives "off and on" since his surgeries and has had some allergy tests done. This is the 5th of 7 reports submitted on this event.